Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a memory loss after changing the battery. This occurred two or three times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with unexpected restart alarm during error test due to connector voltage leak. The device was received cracked reservoir tube lip.